Event description:
It was reported that during a procedure when the first implant (t1) of (5) five fast fix were fired, the system was blocked and t1 did not deploy. The procedure was completed using a back-up device. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). D4, lot no.: the following are the lot numbers reported: 2138732 (3 devices), 2136033 (1 device) and 2138379 (1 device); however, it is unknown which of the 3 contributed with the delay greater than 30 minutes. D4, exp. Date: expiration dates for each of the 3 lots reported: 21-nov-2028 (2138732), 03-nov-2026 (2136033) and 05-dec-2026 (2138379). H4, mgf. Date: manufacturing dates for each of the 3 lots reported: 21-nov-2023 (2138732), 03-nov-2023 (2136033) and 05-dec-2023 (2138379).

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.